Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered a possible infectious corneal ulcer." As there was no lot number provided or complaint product returned, no detailed mfg investigation can be performed.

Event description:
An eye care professional reported to a foreign health authority that a pt experienced a serious corneal abscess with high suspicion of mycotic (fungal) keratitis, left eye. History of occasional wear of plano freshlook colors contact lenses and use of b&l moisture lens care product. Good hygiene and compliance noted. Her symptoms began after farina came in contact with her eye. Treated with chibroxine & tobrex. Condition worsened. Improvement reported with local fungicidal treatment (ufend eye drops) & fortified gentalline along with add'l medications. Cornea & lens care product were both cultured with negative results for the cornea, but positive for the lens care product. No visual acuity info has been provided. No lot info is available. Request has been made for add'l info, however, no further info has been provided.